Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr ous 4.00 x 48mm stent delivery system was returned for analysis. Visual, tactile, microscopic analysis and dimensional testing was performed on the device. A visual and tactile examination identified multiple kinks along the length of the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. Examination of the crimped stent via scope found evidence of stent damage with the struts pulled distally at its distal end, over the bumper distal tip. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The undamaged crimped stent outer diameter was measured, and the result is within max crimped stent profile measurement. No other device issues were identified during returned product analysis.

Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent was not correctly positioned on the balloon. The procedure was completed without any patient complications reported.

Event description:
It was reported that stent moved on balloon occurred. A 4.00 x 48mm synergy xd drug-eluting stent was selected for use. However, during preparation, it was noticed that the stent was not correctly positioned on the balloon. The procedure was completed without any patient complications reported.